Event description:
It was reported to philips that the system failed to acquire images. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the issue. Troubleshooting determined that the issue was most likely caused by the image processing pc (ippc) hard drives not being recognized and failure to access the image disks. Analysis of the system log files indicated that the ippc had malfunctioned. The fse bypassed the hard disk drives (hdds) without using the hdd bay, checked the operation of the ippc disks, and deleted all studies from the disks. After these repairs were performed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.